Manufacturer narrative:
B5: upon follow-up, it was reported the same day as event onset of the peritonitis, the patient experienced abdominal pain (manifestation of peritonitis). Seven days after the event onset, the patient was discharged from the hospital. On an unreported date, all antibiotic treatment was discontinued. Four days after event onset, pd therapy was discontinued. On an unreported date, the pd catheter was removed and the patient was transferred to hemodialysis (twice a week). At the time of this report, the patient was recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1g, route, frequency and duration were not reported), amikacin injection (500mg start dose,route, frequency not reported), imipenem injection (1g in one bag per day, intraperitoneal, duration not reported) and vancomycin injection (500mg in one bag per day, intraperitoneal, duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.